Event description:
Device analysis on the returned linear lead revealed the lead was cleanly cut into three pieces, which is damage that results from a typical explant procedure. However, an x-ray inspection of the lead found the electrode e3 was fractured in the distal array.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately september 2021.

Event description:
It was reported the patient experienced a loss of stimulation after a twisting movement. The physician assessed the presence of a high impedance reading on the contact that provided ninety-six percent of the patient's stimulation, but reprogramming was not requested. Approximately 3 months later, the patient underwent an explant procedure to remove the spinal cord stimulation system for non-device-related back surgery and magnetic resonance imaging (MRI). The patient did well post-operatively.

Event description:
Device analysis on the returned linear lead revealed the lead was cleanly cut into three pieces, which is damage that results from a typical explant procedure. However, an x-ray inspection of the lead found the electrode e3 was fractured in the distal array.